Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked case, cracked case (battery tube), and cracked battery tube threads. After battery installation unit gave an unexpected partial display with horizontal lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unit passed displacement test and self test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack along battery compartment side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.